Event description:
Lead details: electronics 033-441. Serial number: (B)(6). Implanted (B)(6) 1995. Patient is very large with sever edema present on lower extremities. Unknown if there has been a recent change in weight status. Device reported capture management threshold increase from november 2020, which does not correlate with in clinic testing. There was concern that inappropriate rv pacing outputs are prematurely impacting battery life. Patient is pacing dependent. Capture management in clinic testing showed evoked response undersensing. Strips attached. Programming changes = capture management turned to off and manual programming of rv outputs (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).